Event description:
Bayer case number: (B)(4) pelvic pain predominantly on the right side [pelvic pain] , abdominal pain [abdominal pain] , migraines [migraine] , eczema [eczema] , altered her daily life [impaired quality of life] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain predominantly on the right side") in an adult female patient who had essure inserted (lot no. D27013) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sick leave, procedural pain, gastrectomy, drug allergy and nulliparous. Previously administered products included: nexplanon. The only concomitant product mentioned was mirena (levonorgestrel). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain"), migraine ("migraines"), eczema ("eczema") and impaired quality of life ("altered her daily life"). The patient was treated with doliprane (paracetamol), spasfon (phloroglucinol, trimethylphloroglucinol), tramadol (tramadol hydrochloride), diclofenac (diclofenac sodium), inexium (esomeprazole magnesium) and paracetamol. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, eczema, impaired quality of life, migraine and pelvic pain to be related to essure administration. The reporter commented: placement of the essure device (lot no. D27013), the placement was done under local anesthesia. During the procedure, the patient experienced sharp pain, and the implant was only placed on the right side. (B)(6) 2016: placement of the second implant on the left under general anesthesia according to the lawyer, since the placement of the essure implants, the patient developed numerous symptoms that profoundly altered her daily life and significantly degraded her quality of life. The patient presented with severe and extremely disabling symptoms after the implantation of the essure device, which could not be explained by any prior medical history. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound abdomen] on (B)(6) 2019: two microlithiases in the gallbladder [ultrasound pelvis] on (B)(6) 2019: good positioning of the essure. Normal pelvic ultrasound.; on (B)(6) 2021: ultrasound assessment of the pelvis considered normal. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.